Manufacturer narrative:
Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked reservoir tube noted during visual inspection. All buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 9.5 mmol/l. The customer did not think that any button was pressed for 3 minutes or longer. Nothing further reported.